Event description:
The customer reported that the unicel dxh 800 coulter cellular analysis system sample aspiration probe causes the sarstedt sample tube to leak. During sample aspiration the sample aspiration probe was not puncturing the rubber stopper on the tube but pushing it into the sample's tube. This resulted in the sample tube being open, and upon further mixing, the blood contents of the tube spilled from the tube into the analyzer. The volume of the leak was < 0.5 ml, and it was not contained inside the instrument. Most of the spillage was in the instrument on the mixing wall of the dxh 800; however, blood spilled onto the cassette and other sample tubes which were removed from the system. The customer cleaned the instrument and handle sample tubes which were contaminated with blood. This causes a risk of contamination to users of the instrument. The customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. There was no exposure to open skin or mucous membranes. Medical attention was not sought. The material safety data sheets (msds) were not reviewed. The facility has an exposure control/risk management plan in place.

Manufacturer narrative:
Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. A field service engineer (fse) was dispatched to the customer site on (B)(4) 2012. The fse replaced the aspiration needle and checked alignment. The instrument tested as satisfactory. The cause of the leak is the aspirate probe punctured through the cap of the sarstedt tube. This issue is currently under investigation. (B)(4).